Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Nimas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Report late due to transition from vmsr program.

Event description:
On 09-aug-2019, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-aug-2019 with the following findings: the keypad was found to be intact; no damage or peeling was observed. All other keypad buttons responded appropriately. The keypad cover was removed and contamination was found under all button contacts. Unrelated to the complaint, the battery compartment was cracked; the display was dim and discolored. The revised alert date of this report is (B)(6)2019.